Manufacturer narrative:
Conclusion: it was reported that the delivery catheter system (dcs) was difficult to advance through the patient's vasculature when using left femoral access. The device was not returned for analysis. Difficulties advancing the dcs through the access vessel is known to be related to factors such as patient anatomy and physician technique, including guidewire and introducer sheath selection. In this case, it was noted that the patient¿s left lower extremity with mild tortuosity and calcification. Additionally, it was reported that the minimum access vessel diameter was 5.4 mm (5.4 x 5.7 mm). As per the evolut pro system instructions for use, when using the enveo-n, ¿patients must present with transarterial access vessels with diameters that are =5.5 mm¿. This indicates that the probable cause of the advancement difficulties was narrow, tortuous and calcified patient anatomy. Advancement difficulties do not typically indicate a device issue. Vascular access related complications, such as dissection and occlusion, are a known potential adverse patient effect per the evolut pro system instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). Based on the limited information available, an assignable root cause of the vascular complication cannot be determined and the relationship to the enveo-n dcs could not be established. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. No treatment was reported for the dissection; bav was used to resolve the blood flow, and the valve was able to be implanted. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Updated data: h6 patient code, eval conclusion code medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was discarded by the customer; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, using a medtronic inline sheath via left femoral access and a non-medtronic guidewire placed in the left ventricle, it was difficult to advance the delivery catheter system (dcs) through the external iliac artery (eia) where the blood vessel diameter was 5.4 x 5.7 mm. The guidewire was withdrawn from the patient and changed to a different non-medtronic guidewire. An 18fr non-medtronic sheath was inserted without difficulty followed by a 20fr sheath, but it would not advance through the eia. The implant team chose to abandon left femoral access and changed access to the right femoral artery. The medtronic inline sheath advanced without issue. Using the same dcs and valve, the valve was implanted without further issue. Following valve implant, during lower extremity assessment, a dissection was noted around the eia bifurcation from the right common iliac artery (cia) and the vessel was occluded distally. A balloon dilation was performed and restored blood flow. During assessment of the left access, a dissection was noted at the eia where the dcs would not advance and the vessel was occluded distally. A balloon dilation was attempted, but the dissection range was expanded due to the non-medtronic guidewire, and the 7mm x 4cm balloon was inflated several times over a wide area from the cia to superficial femoral artery (sfa). It was noted vascular stenosis remained, a 240mm non-medtronic long balloon was used to expand the vessel which resumed blood flow. It was reported the minimum blood vessel diameter was 5.4 x 5.9 mm in the right lower extremity and in the left lower extremity with mild tortuosity and calcification on both sides. Per the physician, the dcs caused or contributed to the dissection in both the right and left eia. No additional adverse patient effects were reported.